Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of the instrument tip had been deformed, consistent with interface during usage. Associated set screw hexalobe was also deformed. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Conclusion: the above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted image appears to show distal tip of instrument twisted and damaged.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion surgery at l4/s due to l5/s isthmic spondylolisthesis. During surgery, the tip of the driver was broken and distorted by 90 degrees. No fragments of the driver remained in the patient. No patient complic ations were reported as a result of the event.